Manufacturer narrative:
(B)(4) a follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The initial surgery to implant an expedium spine system to the th8-l1 for the th11 fracture was performed on (B)(6) 2015. During the periodical check-up, it was found that the set screws of both side of the th8-9-10 (6 screws) were being backed-out. It was also found that the set screws of both side of the th11-12-l1 (6 screws) were being loose. The revision was therefore performed on (B)(6) 2016 to replace the set screws. During the surgery, the surgeon checked that if the set screws were cross-threaded, but did not find any problems. The surgery was successfully completed without a surgical delay. The surgeon noted that, although there was a possibility that the final tightening of those set screws might have been forgotten, the possibility of the set screws not properly tightened due to the anomaly of the reported torque handle could not be ruled out either. The surgeon thus requested the torque handle to be investigated as well.

Manufacturer narrative:
Additional narrative: (B)(4). Eleven (11) singe-innie set screws were returned to the complaint handling unit (chu) for evaluation. Visual examination of the 11 singe-innie set screws revealed signs of operative use. Threads on some of the set screws are slightly shave off/ torn with thread burr remains attached to the set screw, consistent with the forced removal of the set screw. Only three (3) set screws have surface indications of rod striations, indicating the full rod contact upon final tightening. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. A definitive root cause for the loosening of the set screws cannot positively be determined. However, a potential root cause may be due to improper functioning of the torque due to its extensive use over a period of 10 years without proper maintenance. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.